Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. The device was exposed to electro surgery. The device was successfully reset to nominal settings. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.